Event description:
New information received indicated that the lead dislodged again due to twiddler's syndrome. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. Interrogation revealed that the right ventricular lead exhibited far p-wave oversensing. X-ray revealed dislodgement of the lead. The lead was repositioned. The patient was stable.